Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that display was fading in and out. Troubleshooting was performed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segment/partial display, screen is fading in and out, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment/display anomaly.